Event description:
A bipap auto biflex device was returned to a third-party service center as part of the uno recall process with no initial alleged complaint. During evaluation no foam particles were noted in the airpath, yet foam degradation was noted. The devices sound abatement foam (needs) or (was) replaced to address the issue. Additionally, the service technician noted dust contamination and error codes were displayed (e055 / e-55: err_therapy_queue_full, e025 / e-25: err_motor_thermistor_open, e026 / e-26: err_motor_thermistor_shorted) in the device log. The device was scrapped by the service center after the evaluation was completed. This event is reportable under FDA 21 cfr part 803 as it meets the criteria for a serious injury and/or product malfunction.